Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a 24-year-old patient sample having a health check-up. The following data was provided: (B)(6) 2026 sample ID (B)(6) initial result = 35.8 pg/ml, repeat results = <1.9 pg/ml, <1.9 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.